Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had felt "awful sick since the pain pump was replaced last wednesday." The pt's symptoms were sweating and cold sweats. Following the pump replacement, the pt's pump was decreased, while the pt was in outpatient. The pt also stated, she needed a revision since the catheter was "clogged for 3 months" and was not delivering any medication. The pt has spent the night at the hosp recently. The cause of the event was that the catheter was obstructed. There was an occlusion. No injury was reported by the health care provider. The drugs used in the pump at the time of the event were morphine, ketamine and prialt.